Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This event occurred in (B)(6). Consumer reported that the tampon string broke off of the tampon during removal and the tampon remained inside her body. The tampon was manually removed without the need for medical assistance. No consequences reported.